Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was not returned for analysis therefore the catheter batch/serial number cannot be identified. A visual examination of the crimped stent found that the stent was returned on a pigtail mandrel. The stent was severely damaged the whole length with stent struts distorted and stretched in the midsection of the stent. A stent protector was returned for analysis and the stent protector inner diameter (ID) was measured which is within specification. Stent detachment most likely occurred due to handling during preparation following removal of the stent protector. The sds was not returned for analysis therefore reviews for individual assessment of the catheter could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. Bsc ID: (B)(4).

Event description:
It was reported that stent dislodgement occurred. During preparation of a 3.50 x 20mm synergy drug-eluting stent, when the protective sheath was removed, the stent was removed along with it. There was no resistance encountered and the procedure was completed with another 3.50 x 20mm synergy stent. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. During preparation of a 3.50 x 20mm synergy¿ drug-eluting stent, when the protective sheath was removed, the stent was removed along with it. There was no resistance encountered and the procedure was completed with another 3.50 x 20mm synergy stent. No patient complications were reported.